Manufacturer narrative:
H3, h6: the navio surgical system india, part number rob00036, serial number (B)(6) used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. Log files and screenshots provided for review do not match the date of the reported complaint. The problem could not be confirmed as we do not have the correct files for the case. Contributing factors that may have led to the issue could be due the mapping in free collection. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an improper point collection of the bone. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during the tibial bone removal stage of a navio procedure, the error "the system is unable to generate the bone model. Please recollect surface points" pops on the screen. It is unknown how was the procedure completed. Delay reported less than 30 minutes. No patient harm or additional complications were reported.